Event description:
The customer observed a falsely elevated multigent creatinine (enzymatic) result for one sample. The following data was provided (customer provided reference range: 41 to 81 umol/l): on (B)(6) 2024 initial result (serial (B)(6) = 242 umol/l, repeat on another instrument (B)(6) on (B)(6) 2024 = 71.3 umol/l . No impact to patient management was reported.

Manufacturer narrative:
Section d4 serial # was updated from (B)(6). Section d4 primary UDI number was updated from (B)(4).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated multigent creatinine (enzymatic) result for one sample. The following data was provided (customer provided reference range: 41 to 81 umol/l): 01aug2024 initial result (serial (B)(6)) = 242 umol/l, repeat on another instrument ((B)(6)) on 16aug2024 = 71.3 umol/l. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and observed the r2b probe was out of alignment. The fsr resolved the issue by realigning the r2b aero rgt prb (r). No additional discrepant result issues were reported since the service activity was completed. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c16000 did not identify any trends associated with the complaint issue. A review of tracking and trending for the r2b aero rgt prb (r) did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c16000 processing module for serial (B)(6) or the r2b aero rgt prb (r) was identified.

Event description:
The customer observed a falsely elevated multigent creatinine (enzymatic) result for one sample. The following data was provided (customer provided reference range: 41 to 81 umol/l): (B)(6) 2024 initial result (serial (B)(6)) = 242 umol/l, repeat on another instrument (B)(6) on 16aug2024 = 71.3 umol/l. No impact to patient management was reported.